Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula separates from the head set of the infusion set. The user alleged that the material separation occurred after a few hours of use.